Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant date: explant surgery has not been confirmed.

Event description:
Secretary reported a patient experienced left side rupture.